Manufacturer narrative:
Corrected the become aware date from 10/21/2020 to 10/12/2020.

Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The user is reporting the volume level of the voice prompts were difficult to hear during a patient use event. The patient outcome is unknown.